Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified right superficial femoral artery (sfa). The wanda pta balloon dilatation catheter ruptured on the first inflation, when the balloon was inflated to 8atms for 60 seconds. After the rupture, the balloon was removed and, the procedure was completed with a different device. There were no pt complications or injuries reported. The pt's status is reported as 'good'. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
Patient's age is 18 years or older. The device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).